Manufacturer narrative:
The smart control stent was apparently 2 cm longer in length than as described on the product box. A stent with 10cm of length was expected and using the flask of 10 cm as a reference, it was noted that the stent was longer. The material is implanted in the patient. There were no patient injuries. The product was stored according to the labeling instructions. The procedure performed was an angioplasty of the superficial femoral artery. The product was not returned for analysis. A device history record (DHR) review of lot 17178933 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length - too long¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event but are unknown. According to the instructions for use ¿it is important to use the correct stent size, as recommended in the stent size selection table provided in section viii - directions for use. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This report was initially sent as 9616099-2016-00580. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart control stent was apparently 2 cm larger in length as described in the product box. A stent with 10cm of length was expected and using the flask of 10 cm as a reference, it was noted that the stent was higher. The material is implanted in the patient. There is no patient injuries. The product was stored according to labeling instructions. The procedure performed was an angioplasty of femoral superficial.